Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Evaluation confirmed the reported symptom "air in line" through review of the event history log. The false air in line alarms were found to be caused by a failed upstream sensor (tail pins). The failed upstream sensor was replaced.